Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the programmer displayed an error and had a very noisy fan. It was also found that the left keyboard hinge was broken.

Event description:
It was reported that during a patient's device check, the programmer screen went black, and an error message was displayed during device interrogation. The system was rebooted, the device re-interrogated, and the same error occured. The fan is also making a very loud noise. The programmer was sent in for repair. No patient complications were reported as a result of this event.